Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2316-50e, serial/lot: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the mild stomach discomfort which became progressively worse at the left flank area. The physician prescribed over the counter medication to treat patient. The patient later reported hallucinations and was sent to the hospital. The patient was diagnosed with pneumonia, kidney and liver dysfunction. The patient was sent to the ICU where one lead was explanted. The physician believes the second lead was explanted by the patient prior to hospitalization. The physician does not believe that the reported issue is device or procedure related.

Manufacturer narrative:
The complaint of high impedance was not confirmed. The returned device was analyzed and no anomalies were found. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the mild stomach discomfort which became progressively worse at the left flank area. The physician prescribed over the counter medication to treat patient. The patient later reported hallucinations and was sent to the hospital. The patient was diagnosed with pneumonia, kidney and liver dysfunction. The patient was sent to the ICU where one lead was explanted. The physician believes the second lead was explanted by the patient prior to hospitalization. The physician does not believe that the reported issue is device or procedure related.